Event description:
Elegance clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion was in the right femoropopliteal graft with 6.8 mm proximal reference vessel diameter and 6.8 mm distal reference vessel diameter with lesion length 150 mm with 70% stenosis. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug coated balloon and placement of 7 mm x 80 mm eluvia drug eluting stent study devices. Post procedure, the final residual stenosis was noted to be 15%. On (B)(6) 2024, on the same day of index procedure, during the treatment of target lesion, complication of dissection of grade c was noted due to 6 mm x 150 mm ranger drug coated balloon. In response to the complication, eluvia stent was placed. Post treatment, the final residual stenosis was noted to be 15%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 61 years old at the time of enrollment.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 61 years old at the time of enrollment.

Event description:
Elegance clinical trial: it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion was in the right femoropopliteal graft with 6.8 mm proximal reference vessel diameter and 6.8 mm distal reference vessel diameter with lesion length 150 mm with 70% stenosis. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug coated balloon and placement of 7 mm x 80 mm eluvia drug eluting stent study devices. Post procedure, the final residual stenosis was noted to be 15%. On (B)(6) 2024, on the same day of index procedure, during the treatment of target lesion, complication of dissection of grade c was noted due to 6 mm x 150 mm ranger drug coated balloon. In response to the complication, eluvia stent was placed. Post treatment, the final residual stenosis was noted to be 15%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital. It was further reported that treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug coated balloon study device. Following treatment, 6 mm x 150 mm eluvia drug eluting stent was placed.